Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor, it was reported that the health care professional was planning to remove patient's ins device and removal was scheduled for (B)(6) 2019. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Mdt representative stated that the ins was removed because of unrelated other health issues. No further complications were noted or anticipated.